Event description:
Pt receiving oxygen via face mask at 60%. Pulse oximeter noted to be 98%. A sudden drop was noted in the pulse oximeter reading. The reading decreased to 77%. The oxygen set-up was checked by the nurse and oxygen flow through the face mask was minimal. Face mask removed from tubing and oxygen flow again checked - minimal flow again noted through tubing. Face mask placed back on pt while the nurse went to obtain a portable oxygen tank. Within a few minutes, the pt had a respiratory arrest. CPR begun; pt intubated; pt defibrillated and medication given. Heart rhythm returned.